Manufacturer narrative:
Device was used for treatment, not diagnosis. DHR completed on this unsterlize part and lot number 400.835 / 6923063. Initial reporter: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing date: 04/16/2012, article / lot numbers for sterilized product: 400.835s / 8437874. A DHR review was performed on (B)(4) article. Article / lot numbers for unsterilized product made in susa monument: 400.835 / 6923063. The event as per complaint description cannot be associated with the sterility process of the product. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (Device history record): lot number initially reported as 8437874. When device was returned, that number was not able to be verified therefore (lot number and expiration date), manufacturing location should are unknown and without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that due to the type and extent of damage incurred and partial unknown lot numbers, there is no correlation between synthes manufacturing processes and the observed condition of the part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the cranioplasty procedure the surgeon found that the screw had slip issue. The screw was also broken. The surgeon had to change another one to complete the procedure. There was no report on patient injury. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the screw is broken. The drive is damaged. Two screws and a screw head were received with the actions associated with this complaint. None of these were positively linked to a given lot number or action. This screw has been broken. The drive is moderately damaged. The tops of the cross slots have displaced metal primarily in the clockwise direction relative to torque applied. The head band and head bottom are in good condition. The threads have been broken off the head just below the neck area. None of the threads remain. Due to the type and extent of damage incurred, no meaningful evaluation can be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.